Event description:
It was reported that after the patient lost weight, the patient complained of severe abdominal discomfort and pain when bending over. The device was electively explanted and replaced. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).